Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two months ago, the patient started to experience a decrease in performance and fluctuations in hearing with the device. The patient was provided new maps with the deactivated channels.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during investigation are likely attributable to removal surgery. Additionally, an incomplete insertion was achieved during implantation surgery due to known anatomical issues (i.e. Mondini dysplasia). The investigation results appear to match the symptoms mentioned in the recipient's report. This is a final report.

Event description:
Approximately in (B)(6)2017, the recipient started to experience a decrease in performance and fluctuations in hearing with the device. After re-mapping, the user was still performing subjectively poor.the recipient was re-implanted with a +form19 electrode array due to history of dysplasia and gushers.